Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was operating when the safety was engaged. It was noted that the device was power broken, the locking collar was discolored, the motor housing was dented, the locking collar was worn, the locking components, lock cylinder pawls, the shaft driven pawls, the pawl release, and the pawls were damaged. It was further determined that the device failed pretest for safety assessment. Therefore, the reported condition that the device was broken was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI ¿ (B)(4).

Event description:
It was reported that the motor device did not work. During service and evaluation, it was observed that the device was operating when safety was engaged. It was noted that the device was power broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.